Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found drawers 4-1 and 5-1 both had row b pockets that were not detected on the bus. A reboot did not resolve the issue. When fse arrived, drawer 4-1 was the only unit exhibiting the failed row b. The pockets tested ok in diagnostics, and after reseating the row b board connector, the pockets were detected and tested successfully on reboot. However, row b pockets in drawer 5-1 failed to be detected on the bus. They opened correctly in diagnostics but remained failed after reboot and later were no longer detected in diagnostics. The row board cable was reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers had failed and the device was not detected on the bus. The drawers remained open, but the cubies displayed a device not detected on bus message. The customer attempted recovery actions, including a hard reboot and checking for obstructions, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.